Event description:
It was reported that during a da vinci-assisted malignant hysterectomy surgical procedure, the customer had repeating c-34 errors when applying monopolar energy. Prior to calling, the customer had tried to power cycle the system and erbe generator with no change. The customer verified the erbe generator was the only thing connected to the power outlet, and there was nothing creating magnetic interference in the room. The technical support engineer (tse) explained the staff could connect a force triad generator to the vision side cart (vsc) to provide energy. The surgeon proceeded with the procedure using bipolar energy while the staff located the force triad generator and energy activation cable. The staff connected the force triad generator and verified both monopolar and bipolar energy was restored. The surgeon was proceeding with the procedure. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer confirmed there was no injury to the patient and the procedure was completed robotically with the use of a third party generator to resolve the issue. The system was inspected prior to use and no issues were noted during set up.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse replaced the integrated electrosurgical unit (iesu) to resolve the issue. The system was tested and verified as ready for use. Isi received the erbe generator involved with this complaint and completed the device evaluation. The erbe generator was returned for failure analysis and the reported issue of a repeated c-34 error was replicated and confirmed. Error c-34 was reproduced during boot up. A review of the site's complaint history does not reveal any related or duplicate complaints involving this product and/or this event. A review of the procedure logs showed a malignant hysterectomy procedure was performed on (B)(6) 2022 on system (B)(4). A review of the site's system logs for the reported procedure date was conducted by tse. Investigation revealed the following possible related system errors: iesu error: c-34 - hf voltage too low in on state. This complaint is considered a reportable event due to the following conclusion: the electrosurgical unit generator unit (esu) was abandoned after the start of the procedure and the surgeon was able to continue with the procedure robotically with a third-party esu. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a procedure change.